Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 (type iii bone). The clinician reports that bone atrophy around the implant was the reason for the failure. Bone atrophy was involved in the event. The implant was removed on (B)(6) 2013. Med history: no significant findings.